Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported insulin flow blocked alarm. Troubleshooting confirmed infusion was cannula was kinked leading to occlusion. Customer changed supplies as necessary and resumed insulin therapy. No further information available.